Event description:
This ra lead was implanted on (B)(6) 2005. A call to technical services (ts) on (B)(6) 2012 states that rep is checking patient's device. He is seeing ap then (as] then biv paced. Rep did an atrial threshold test aai without a surface in which the he had lost capture at 1.8v. Programmed output 4v @ 1.0ms. Ts discussed that the (as] is falling in the atrial paced refractory which is 150 ms = 110 abs ref and 40 ms noise so the a sense is falling in the 40 ms noise window. Not counted for timing or detection. Ts discussed to put on a surface to confirm atrial capture. Could be latency but would still put on a surface to confirm atrial capture. The rep is working with dr. (B)(6) at his office. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).